Manufacturer narrative:
Product complaint #: (B)(4). H3 evaluation: an empty opened foil and a detached needle of product code sxpp1a300, lot # mhm452 were received for evaluation. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed on the body needle. No remnant of the suture was observed into the barrel hole and the suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident and the reported complaint was observed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. Additional information has been requested and obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no. Initial procedure date? On (B)(6) 2019. What is the patient's current status? No adverse response received from surgeon on patient condition. Lot number was not able to identify it hence shared the foil wrap along with complaint sample. (Mhm452 received for analysis)

Manufacturer narrative:
Product complaint # (B)(4). Patient code - 3189 wound secretion. Attempts to obtain the following information have been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. What medical or surgical intervention was performed to address the wound dehiscence and leakage? Surgeon put the patient on antibiotics. Repeat wound dressing/observation. Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent if the needle pulled off the suture, what suture was used to complete the procedure? It is unclear how suture needle pull off is related to wound dehiscence, please indicate if any ethicon suture was related to the patient wound dehiscence/ leakage? Please provide additional information on wound dehiscence/ leakage? Reason that the patient was treated with antibiotics? Based on the initial description the pull off occurred with no indication of adverse outcome, were the antibiotics administered prophylactically?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a whipple procedure on (B)(6) 2019 and barbed suture was used. During mass closure the needle separated form the suture. Surgery was delayed for 10 min, another suture was used to complete the surgery. No patient consequences reported.